Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had persistent pain at the implant site. Patient's venous system was thrombosed with collaterals. Device and lead was explanted and replaced. Patient tolerated the procedure well and was discharged next day.